Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, when the needle was loaded into the capio device and test-fired outside the pt, the needle carrier detached. The physician completed the procedure with another pinnacle kit, with no complications to the pt, who is reportedly "fine" post-operative.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.